Event description:
Consumer called to report recently noticing inaccurate readings. Testing takes place within one minute and gives very different results. Analysis run on clark error grid using mean average reading (57, 54) as ref. Point vs. Bd reading (34, 80; 23, 84) yielded data points in the d range of the grid, outside acceptable limits.